Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that for the past few weeks, they had more and more dribbling and they were not able to control it like they could before unrelated surgery. They stated they had been at 0.7v for a long time, they increased to 0.8v and stated they seem to be on the right track. The patient reported that if the increase didn't help their symptoms they would increase more. They were also advised to follow-up with their healthcare provider to see if the surgeries had interfered with their device settings at all. No further complications were reported or anticipated.